Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was treated by the paramedics due to a low blood glucose reading of 31 mg/dl. The customer stated she did not receive a low warning from the sensor to warn her that her blood glucose levels were dropping. The customer stated she has a history of low blood glucose levels. Troubleshooting revealed that the customer had the low alarm set to 60 mg/dl, which the customer stated might be too low for her. Explained to the customer how the sensor works and how you should only treat the blood glucose based on the blood glucose and not the sensor glucose reading. Instructed to speak with her medical doctor in regards to the sensor settings.